Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens, but the haptic bent. There was no pt contact.

Manufacturer narrative:
(B) (4). (B) (4).